Event description:
On 13th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the cover cracked and paint chips were discovered during maintenance. The cracked cover issue was caused by mechanical impact from outside. It was confirmed by photographic evidence the headlight cover was cracked with missing particles and the paint was peeling from the fork and headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
It was confirmed that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00475) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00478). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00478). The correction of b5 describe event and problem, d4 catalog #, version or model #, d4 serial #, h6 medical device ¿ problem code, h6 component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 13th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the cover cracked and paint chips were discovered during maintenance. The cracked cover issue was caused by mechanical impact from outside. It was confirmed by photographic evidence the headlight cover was cracked with missing particles and the paint was peeling from the fork and headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 14th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated and confirmed by photographic evidence that various paint chips were present on the fork and headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The correction of d4 catalog # and version or model # deems required. This is based on the internal evaluation. Previous d4 catalog # and version or model #: ard568370938. Corrected d4 catalog # and version or model #: ard568330933/ard568370938. The correction of d4 serial # deems required. This is based on the internal evaluation. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454. Corrected h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454. Material integrity problem/crack//1135. Mechanical problem/detachment of device or device component//2907. Previous h6 component codes: mechanical/coating material//4768. Corrected h6 component codes: mechanical/coating material//4768. Mechanical/cover//772.

Manufacturer narrative:
The initial reporter was getinge technician. E1a initial reporter: (B)(6). E1b event site name: (B)(6). The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Additional information will be provided following the conclusion of the investigation.

Event description:
On 14th august, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated and confirmed by photographic evidence that various paint chips were present on the fork and headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.